Event description:
It was reported that a pt underwent a hysterotomy procedure on (B)(6) 2010 and suture was used. The surgeon felt that the needle was duller than usual, but he kept using it during continuous suturing at the uterus. After suturing, the nurse found that the needle had broken at the tip. The fragment could not be found though the pt underwent x-ray and staff looked for it in the operation room. The surgeon suspected that the needle had been broken at the tip at the first. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500 form.